Event description:
(B)(6) clinical trial. It was reported that post a stenting treatment procedure, angina and in-stent restenosis occurred. (B)(6) 2012 - the patient presented with stable angina. The 80% stenosed, 15mm long target lesion was located in the mid lad, distal to the previously placed stents, with a reference vessel diameter of 2.5mm. The target lesion was treated with pre-dilatation and placement of 2.50 mm x 20 mm ion us coa stent with 0% residual stenosis. The subject was discharged the next day on clopidogrel. (B)(6) 2012 - the patient presented with angina. Coronary angiography revealed diffuse in-stent restenosis (isr) with a 99% end-stent stenosis in the mid lad. The isr was treated with balloon angioplasty and placement of two non-bsc drug eluting stents, 2.5 x 26mm and 2.5 x 12mm, with 10% residual stenosis. Two days later the event was considered resolved without any residual effects. The patient was on aspirin and clopidogrel at the time of the event.

Manufacturer narrative:
Device is combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).